Manufacturer narrative:
The complainant indicated that the filter remains in the pt's body and the delivery device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available, a supplemental medwatch report will be filed.